Event description:
A nurse reported after having completed the 5th procedure of the day, a system message was displayed and then the system locked. During the first case of the day, the same system that was being used at the time of this event had displayed a system message during the procedure, locking the system. The system was switched out and a second system was used. When starting on the 5th patient of the day, which this report is related to, the initial system was put in use again subsequently displaying a system message once the procedure had been completed. There was no patient impact reported. This is the second of three reports being filed for this facility.

Manufacturer narrative:
A sample was not returned related to this event. The customer's complaint history was reviewed for the period of 03-may-2010 through 03-may-2011; this is 6th event reported for this issue for this facility. As the customer did not retain the lot number, DHR and lot history for the cassette could not be reviewed. The customer did not retain a sample for this event. While a sample was not returned, the reported system message complaints have been attributed to leaking cassettes/drain bags. Drain bags have shown acceptable functional test results, however, when the drain bag is in the upper range of the cracking pressure specification (pressure required to open and allow drainage in to the drain bag), leaking may occur at the pump elastomer signaling a system message. Action(s) taken: as a preventive measure, the company has adjusted inventory of conforming drain bags with cracking pressures in the upper tolerance zone to conforming drain bags with cracking pressures in the lower tolerance zone. Additionally, an additional elastomer mold was purchased in 2010. Testing has shown that elastomers manufactured on this newer mold have a better pressure tolerance than the previous elastomer mold and will be an enhancement to the product performance with respect to leakage. The elastomer from this new mold has been validated and placed into production. As the lot number was not retained by the customer, it is not possible to determine if this product is pre or post implementation of new elastomer mold or drain bag. (B)(4).